Manufacturer narrative:
Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient passed away on (B)(6) 2017. The patient was living in the nursing home and the cause of death is unknown. No issue was reported against the device.